Event description:
It has been reported to co that during the procedure the physician was reportedly unable to load a competitors wire into this device. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.